Event description:
The customer reported clotting issues with the tubes and provided 4 example reports: 1: rn collected cbc specimen after heating foot for 10 minutes. Rn cleansed foot, wiped drops of blood, obtained blood glucose, and then collected cbc specimen in purple micro tube. Specimen still liquid and rotated many times before sending via tube station. Rn notified by lab 1.25 hours after collection of "cbc clotted". 2. Purple top reported as clotted. Heel warmer applied for 5 minutes. Green lancet used. First amount of blood wiped away prior to collecting. Blood free flowing smoothly. 3. Cbc collected by nicu rn reported as clotted x 2 by hematology. Cbc collected by heel-stick with free flow of blood. Specimen sent to lab promptly after collection. First specimen collected at 1220. Second specimen collected at 1340. 4. Patient foot was warmed 15 minutes prior to collection. Foot was cleaned with alcohol. During lab draw, a blood gas was collected first via capillary tube. Next a newborn genetic screen was collected. Foot was wiped with 2x2 gauze. Next cbc was collected off of the same initial heel stick in good placement on the foot. Cbc was immediately scanned and sent via tube station by second rn. Within 30 minutes, unit was notified of clotted cbc for this patient. Same process was utilized to rewarm and cleanse foot prior to re-draw. Redraw was collected without any other labs in the process. Redrawn cbc was immediately sent via tube station and resulted quickly.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples have been requested from the customer but have not yet been received. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 1 rack 450532/a23123hs for evaluation. We have no remaining inventory of the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. A review of the production documentation did not reveal any deviations which could be associated with the claimed error. Customer returned samples were checked with regard to the additive concentration, and no irregularities were observed. The complaint is not confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.